Event description:
A user facility reported that one (1) patient sustained a "one inch black mark" and burn to the left side of the neck following hair removal treatment with a lumenis lightsheer duet laser, et handpiece. No information regarding medical intervention to preclude permanent impairment was received from the user facility.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain the patient's treatment settings and photographs of the adverse event, which were received. A lumenis engineer inspected the handpiece and energy output of the subject device. The engineer stated the, "et handpiece optics are in good condition and the energy output is within 10% of requested when fired into external power meter." The engineer noted several error messages in the system log and bubbles in the cooling line. The et handpiece was replaced as a precautionary measure. A lumenis technical design expert reviewed the reported event details. The expert stated the design of the system will not allow the user to deploy the handpiece if the tip temperature exceeds programmed parameters. The expert stated, "this is one of the instances where the lightsheer will not allow the user to use the hp and shows a [?] Wait for cooling message' on the display suggesting to wait until the tip cools back to the programmed parameter. The expert concluded, "the bubbles in the cooling line will affect the efficiency at which the tip is being cooled but does not compromise on patient safety." A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the reported treatment settings were appropriate based on common medical practice, subject device IFU and training. The healthcare professional also noted they have seen unremoved makeup turn very dark brown to black when laser energy is applied.